Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm powered the iabp without any issues. The stm performed the pim leak test and the unit passed. The fault logs were checked and there were no faults found for the event date. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made an abnormal noise and would not turn on. This occurred when the customer attempted to perform their weekly leak test. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made an abnormal noise and would not turn on. This occurred when the customer attempted to perform their weekly leak test. There was no patient involvement, thus no adverse event was reported.